Manufacturer narrative:
Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: attune ps fem lt sz 7 cem; attune medial anat pat 38mm; attune ps rp insrt sz 7 10mm; attune rp tib base sz 6 cem; unknown bone cement.

Event description:
Dr. (B)(6) had a patient come to his office with a painful left knee, femoral pain. Patient was taken to or and found a lytic lesion on the lateral aspect of the femur around the lugs. Patient had a 20 degree flexion contraction and a rom of 20-70 degrees. Dr (B)(6) determined at that point to removal all of the components and replace with revision knee components. I have no other patient information. No lot numbers were available. Original surgery was performed (B)(6) 2015. Revised on (B)(6) 2018. Left knee. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.